Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with externalized cables, seen on x-ray just before the procedure. Lead was capped and replaced on (B)(6) 2020. Patient condition after the procedure was stable.